Event description:
The inner shaft of the inserter sheared off when inserting the interbody.

Manufacturer narrative:
It is hypothesized that the root causae of the reported event was insufficient mechanical properties to withstand the impact forces expierced during use. It was identified that the fractures were completely through the threads around the cross pins securing the distal inner shaft to the proximal slap hammer attachment. These impact forces may have been contributed to the failure by off axis loading or a potential tight disc space.

Manufacturer narrative:
The modified hudson paddle shaver was not returned to life spine, therefore, it is not possible to determine what was the root cause of the report event. Based on the description of the reported event, it is hypothesized that the cause of the failure mode was insufficient mechanical properties to withstand the forces that were applied during use, potentially caused by the tight disc space.

Event description:
While shaving the disc space of a fairly collapsed space, the instrument fractured in two just distally to the shaft.